Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.0 x 38 mm xience xpedition, other: guidezilla guideliner; it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for failure to advance or stent dislodgement from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal right coronary artery (rca). A rotoblator was used to remove the calcification. A 3.0 x 38 mm xience xpedition stent was implanted distally. A 3.5 x 28 mm xience xpedition stent delivery system (sds) was being advanced to treat the proximal rca when the sds could not cross the lesion. When removing the sds from the anatomy, the stent implant dislodged in the guiding catheter, just above the sheath. An attempt was made to re-wire through the dislodged stent when it traveled down the femoral into the profunda. The stent implant remains in the patient and there are no plans to remove the stent. There was a clinically significant delay in the patient. No additional information was provided.